Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint: (B)(4), during post operative check patient experienced failure of implant to integrate.